Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia.') In an adult female patient who had essure (batch no. C22911) inserted for female sterilisation. The patient's medical history included uterine fibroid. Concurrent conditions included adenomyosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic robotically-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: coils right:3 left:1. Removal date: (B)(6) 2018-as reported (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: negative for diagnostic pathologic findings. 2. Fallopian tube, left, salpingectomy: negative for diagnostic pathologic findings. 3. Uterus and cervix, total laparoscopic hysterectomy: myometrium: adenomyosis. Endometrium: inactive pattern with tubal metaplasia. Cervix: chronic cervicitis with squamous metaplasia. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received. Reporter added. Essure lot number, lab data and rcc added. Event removal is replaced with menometrorrhagia.fu 3 and 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menometrorrhagia ('menometrorrhagia'). In an adult female patient who had essure (batch no. C22911), inserted for female sterilisation. The patient's medical history included: uterine fibroid. Concurrent conditions included: adenomyosis. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic robotically-assisted hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: coils right:3, left:1. Removal date: (B)(6) 2018, as reported (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018, negative for diagnostic pathologic findings. 2. Fallopian tube, left, salpingectomy: negative for diagnostic pathologic findings. 3. Uterus and cervix, total laparoscopic hysterectomy: myometrium, adenomyosis, endometrium. Inactive pattern with tubal metaplasia. Cervix: chronic cervicitis with squamous metaplasia. Lot number#: c22911, production date: 2014-02-08, expiration date: 2017-02-28. Most recent follow-up information incorporated above includes: on 3-sep-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.